Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed which noted a cracked main body. The reported issue was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on an unspecified date sometime between (B)(6) 2018 and (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a minicap transfer set was cracked. This issue was identified during peritoneal dialysis therapy with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.